Event description:
During cranial vault reconstruction, md wanted arterial access. The catheter was placed in left wrist. Then md attempted to remove guidewire, it came apart. They thought they removed all pieces, at end of procedure then when performing x-rays, one showed a metal piece in left wrist. Surgeon went in and removed a small piece of wire.